Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29apr2019. The service engineer (se) inspected the device. The se confirmed in the ventilator diagnostic logs the error code. However, could not duplicate the reported issue. The se performed testing and all tests passed.

Event description:
It was reported that during use the ventilator generated a high internal o2 alarm. No patient harm reported. Event date not specified: estimate used.